Event description:
It was reported that an ilet pump failed to charge on the wireless pad despite correct placement, case removal, outlet changes, and pad functionality verified with a phone, resulting in the pump powering off after reaching full charge and remaining nonfunctional; a replacement was arranged and the user was advised that the device would no longer be water resistant and to maintain backup therapy. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included technical troubleshooting with the user and logistical actions for device return and replacement. Investigation of this case revealed a suspected device power/charging malfunction with battery depletion and inability to accept charge. It was concluded that the device malfunctioned and required replacement; causality to user harm was not identified.